Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Rupture of the left ventricle is a major complication of valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered, including procedural complications or patient factors (e.g., frail, friable, or poor tissue). Ventricular rupture is typically not device related. The subject device is not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that 27mm 7300tfx was explanted at implant due to restricted motion of one of the leaflets of the valve resulting in mitral regurgitation. The device was replaced with 25mm 7300tfx valve which was also explanted at implant and replaced with another 25mm 7300tfx valve due to ventricular rupture. The third valve was explanted at implant due to a stitch that was caught in the valve strut and the leaflets were damaged. The surgeon reused the 25mm 7300tfx valve that was implanted and explanted earlier. The patient expired in the operating room due to uncontrolled bleeding. Per medical records, the patient presented with mild-moderate regurgitation of a previously implanted mechanical non-edwards valve and underwent a redo mvr. Intraoperatively, it was very difficult to remove the valve due to severe adhesion with the surrounding tissue. When the sewing ring was detached from the posterior annulus, the annular tissue got thinned. Due to the thin annular tissue, the thickened chords were incorporated into the stitches of the replacement 27mm 7300tfx valve which was implanted in a supra-annular position. There was calcification in the anterior annulus and it caused a gap between the annulus and sewing ring. Additional stitches were made. Tee showed a restricted motion of one of the leaflets of the valve with a substantial valvular mitral regurgitation. It was thought the chords that were incorporated into the valve stitches could be interfering with the leaflet motion. The valve was removed in addition to the calcification in the anterior annulus. A 25mm 7300tfx valve was implanted in a supra-annular position and it was well seated. Tee showed better leaflets motion and no regurgitation, however; the left ventricle function was very sluggish and there was massive bleeding from the left ventricle. It seemed that the mitral valve replacement led to left ventricular rupture. Multiple pledgeted sutures were made to the left ventricular wall, however, the bleeding was difficult to control. It was thought the lv rupture needed to be fixed from inside the heart. The left atriotomy was reopened and the 25mm 7300tfx valve was removed. A bovine pericardial patch was sewn to the posterior annulus. A new 25mm 7300tfx was chosen and tried to be implanted in a supra-annular position. However, the mitral valve orifice was very tight for a 25mm valve, and the stitch was caught in the valve strut and the leaflets were damaged. The surgeon reused the 25mm valve that was implanted and taken out the last time. The orifice was very tight, but the valve looked well seated, and the leaflets were moving well. Upon coming off bypass, there was still bleeding from the left ventricle. Additional sutures were made, and a patch was applied. The patient's heart function continued to be reduced and she could not be weaned from cardiopulmonary bypass. ECMO was initiated and the patient came off bypass. Protamine and multiple blood products were given for coagulopathy. The bleeding seemed to be controlled, however, the heart function was maintained with ECMO. The patient was not salvageable and expired in the operating room.